Manufacturer narrative:
(B)(4). Reported event was confirmed via provided radiographs. Lot number was not provided therefore a DHR review was unable to be performed. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Orthopediatrics will continue to monitor for trends.

Event description:
It has been reported that approximately six weeks following a bilateral varus derotational osteotomy procedure, the plate on the patient's left side was found, via radiographs, to be fractured. Two weeks post-operatively the patient's knee immobilizers were changed due to pain. A revision surgery has not yet been scheduled. No additional patient consequences have been reported.